Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the er320 malfunctioned after three clips worked successfully, the next 2 clips misfired. The clips were not going to the right area in the jaw. There was no consequence to the pt.